Manufacturer narrative:
B5: "a new lens of same length was implanted on (B)(6) 2020. This resolved the problem. It was reported that corneal edema dissappeared." Should be in the previous MDR. (B)(4).

Manufacturer narrative:
Corrected data: b5- "post-op status of the eye was reported as mydriasis, corneal edema, photophobia, and descemet folds." Should be in the initial MDR. H6- clinical code 4581: mydriasis; photophobia; descemet folds.- should be in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Minor injury/ illness / impairment; lowering drops and pills. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -9.00/2.5/017 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2020. After insertion, the lens "flipped in the eye. The lens was removed and re-inserted 4 times intraoperatively, each time flipping inside the eye. Lens was removed. There was patient contact (lens touched the eye), with patient injury of corneal edema due to lens being injected 4 times. Patient prescribed prednisolone acetate and gatifloxacin drops 4 bid. This resolved the problem. Reportedly, "corneal edema was resolved, patient is in good condition to reoperate, no complaints."